Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there were no failure detected.&#1288;e receiver log was reviewed and firmware errors were observed. The reported event of an overheating receiver was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's reciever was overheating. No additional event or patient information is available.